Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated an r-wave amplitude measurement issue. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock. T-wave oversensing was noted and the sensing was noted to have decreased from implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the inner insulation of the lead was extrinsically breached due to a cut. There was blood on the distal conductor of the lead and it was obstructed. The overlay tubing and the outer insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. The analyst noted that visual inspection found there was blood visible inside of the lead body. The insulation breach from the overlay tubing through the inner insulation were observed. Destructive analysis was performed, and confirmed that the insulation breach causing the distal conductor to expose, and that allows blood ingress into lead, and on distal conductor. According to the finding and the anomalies described in the event, and due to the length of time of the implant, it is likely that the extrinsic insulation breach was contribute to the electrical complaints, and caused at time of implant procedure. If information is provided in the future, a supplemental report will be issued.